Event description:
The customer contacted physio-control to report that when discharging their device at 200 joules during testing they heard a popping sound. The hospital biomed evaluated the device and found it to be operating properly, the device was returned to the end user. The end user again tested the defibrillation output at 200 joules and observed smoke coming out of the device. It was also reported that the service indicator was illuminated. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed burn damage to several components and was unable to complete testing. However, it is unlikely that the damaged components could provide defibrillation therapy if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and observed burn damage to several components. Physio-control replaced the therapy pcb assembly, inductive resistor assembly, and the energy storage capacitor. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio further evaluated the removed parts and determined that the cause of the reported failure was due to a shorted diode, designator cr44. The diode caused electrical damage to several components due to excessive current.